Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion certified service technician was unable to duplicate the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 was delivering too much pressure while connected to a patient. The customer stated the reported issue was occurring during the inspiratory phase. The ventilator was on pressure mode, but pressure setting at this time was unknown. The patient was placed on a backup ventilator with same settings and breath was given as expected. Also a third unit was brought in and found to operate on same settings as expected. The customer confirmed there was no patient harm associated with the reported event.